Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran mix, align and precision test, and found that the sample probe mixer was faulty. The cse replaced the sample mixer and clot detect board, and aligned the sample arm. The cse ran sample mix test which was within specification. The cse ran precision testing and quality controls (qc), which were within specification. The cause of the discordant, falsely elevated potassium (k) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and then on an alternate dimension vista instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium (k) result.